Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. (B)(4). The actual device was returned for evaluation. Visual and magnifying inspections upon receipt found that the sheath tube had been buckled at approximately 65mm from the distal end of the sheath tube. The sheath tube was cut vertically at a point adjacent to the bucked section and cut cross-section was inspection under magnification. There was no deformation in the round shape of the tube. The inside diameter and wall thickness were measured and confirmed to meet the manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the actual sample was subjected to excessive compressive force at approximately 65mm from the distal end of the device. From the available information, however, it is difficult to definitively determine the cause of this complaint. IFU states: "remove the sheath from packing carefully to avoid damage to the sheath tubing." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection records from the involved product code/lot number combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the glidesheath slender sheath kinked on insertion. The sheath was changed because the operator could not advance the sheath over the wire. Patient had the angiogram but at the end of the procedure the patient had a haematoma. Tr band applied immediately but 2 tr bands used because of a large haematoma. Patient monitored closely in recovery.